Manufacturer narrative:
Product analysis: analysis was able to confirm the analyzer was not working properly. The analyzer failed some incoming tests. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly. The analyzer was returned for service. No patient complications have been reported as a result of this event.